Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem was indicating there was a problem. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/model sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. Upon eval, the q1 transistor was shorted on the bedside board and there was corrosion on the battery board. The cause of the battery charger problem is the shorted transistor and corrosion on the battery board. The cause of the shorted transistor and corrosion is contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of the unk contaminant. No adverse event resulted from the contaminated charger / modem. The pt received a replacement charger / modem.